Manufacturer narrative:
On fast-cath hemostasis introducer was returned for evaluation. The reported event of a cracked sheath sideport and detached sideport tubing was confirmed. The sideport of the hemostasis hub had been fractured and the sideport tubing was detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured sideport and detached sideport tubing is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information regarding the patient identifiers and physician name was requested but not received.

Event description:
While in the patient anatomy, the irrigation port detached from sheath. The patient complained of their "IV leaking", it was noted the irrigation port was detached from the sheath. Pressure was applied to the site and the sheath was removed with no patient consequences. The sideport of the sheath was also noted to be cracked.